Event description:
Litigation alleges that the patient suffers from pain, weakness, decreased range of motion, sensation of misalignment and loosening, clicking, popping, grinding noises, and has difficulty with activities of daily living. It is also alleged that the patient suffers from elevated levels of metal ions and loss of muscle mass an deterioration of soft tissue. Bilateral.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The stem is being added for the alleged high metal ions. No revision date has been provided. The complaint was updated on:10/15/2015.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from pain, weakness, decreased range of motion, sensation of misalignment and loosening, clicking, popping, grinding noises, and has difficulty with activities of daily living. It is also alleged that the patient suffers from elevated levels of metal ions and loss of muscle mass an deterioration of soft tissue. Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The stem is being added for the alleged high metal ions. No revision date has been provided. The complaint was updated on:10/15/2015 no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.